Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Updated method code grid. Supplemental information was received on 04may2025 and not 05may2025 as previously reported.